Event description:
It was reported that a patient underwent ventral hernia repair on (B)(6) 2013 date and mesh was implanted. The patient experienced hernia recurrence. The physician opined that the mesh disintegrated central to the defect. The patient underwent hernia repair and the remaining mesh was fully incorporated into the fascia. Additional information has been requested.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that a patient underwent a laparoscopic incisional hernia repair on (B)(6) 2013 and mesh was implanted to correct a 4 cm. Periumbilical defect. Five months post operatively, a bulge near the umbilicus was observed, suspicious for a hernia recurrence. The patient developed symptoms of acute abdominal pain and gi obstruction on (B)(6) 2014 and underwent surgery for an incarcerated recurrent incisional hernia. During the procedure, the hernia sac was opened containing turbid fluid with signs of localized peritonitis involving mesh, hernia sac, and peritoneum. The hernia also contained some ischemic small bowel which was trapped within it at the orifice through a hole in fenestrated mesh. The surgeon opined that the hole in the mesh is what caused the hernia defect. Fragments of mesh were debrided and excised but not all mash was removed because some had incorporated in good abdominal wall fascia around the hernia defect. Following debridement, the fascial edges were closed primarily with incorporated fascia together. The patient is reported as doing well and there are no plans for additional surgery. (B)(4).